Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Although there was nonconformity of the device according to the inspection result by local service department, there was no nonconformity which resulted in the reported event. Based on the past similar case, the reported event was presumed to be caused by the following factors: physical stress, chemical stress, storage environment (environment under direct sunlight, in high temperature, in high humidity, or exposure to x-rays or ultraviolet rays), age deterioration. The exact cause of the reported event could not be conclusively determined. No more information can be provided at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that gap of adhesive on the distal end / stain entered inside the lens through the gap. There was no report of patient injury associated with the event.